Manufacturer narrative:
D4 lot number: updated to 0022437704. D4 expiration date: updated to 07/26/2021. D4 unique identifier (UDI) #: updated to (B)(4). H4 device manufacture date: updated to 07/27/2018.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at about 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at about 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.